Manufacturer narrative:
(B)(4). Date sent 10/1/2024, d4 batch # 948c57. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic low anterior resection, when performing an anastomosis operation with a circular stapler through the anus, it seemed to have been fired involving an endoscopic clip that had been placed in the rectum. The clip seemed to have been inserted into the inside of the hollowed-out area, and the staple line of the anastomosis did not seem to have been affected. The surgeon felt uncomfortable, squishy, when he gripped. A slight indentation was seen on the knife. The device was used on rectum and anus. The surgeon would like to know if there had been similar reports. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. Affiliate reference number: (B)(4).